Event description:
It was reported that patient with this right ventricular (rv) lead experienced low heart rate while in dentist chair. Also had an inadequate safety margin on rv pacing output. The rv pacing output was set to 3 volts and pacing threshold in trend appears some days the threshold was 3 volts. Boston scientific technical services (ts) discussed there is no recorded atrial or ventricular arrhythmia episodes in collection period and presenting electrogram shows device operating as programmed. Also, no rv loss of capture was observer on electrogram. Ts recommended cardiology evaluation of the rv lead. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead exhibited high pacing threshold and was confirmed that the lead was not dislodged. This rv lead will be used to pace until the new implanted rv lead will be healed into place and will transition to the new lead and the old lead will be turn off.